Event description:
It was reported that the pt experienced a burning sensation during recharging and an l shaped burn in the area where they recharge. There were no warning screens or error screens noted. At a later date, the pt also experienced communication issues between the implantable neurostimulator and the pt programmer and recharger. The pt had not recharged since the end of june at which time the battery was already really low. The pt had experienced a medical condition (kidney issues) that were not stimulation related and had required hospitalization. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)